Event description:
The hospital technician reported an infusion pump with an 812:02 failure code. The technician stated that there has been no patient incident reports filed on this pump since the last baxter service event. Baxter customer service requested information regarding whether or not the failure occurred during patient use or biomed testing, but details were unknown. Additional contact information was requested, but not provided.